Event description:
It was reported that the lead integrity alert tripped for superior vena cava impedance increase from the 60 ohm range to 106 ohms. The lead had high impedance over 200 ohms at device change out. Subsequently, the pocket was opened to detached the lead from the device to run capture threshold test for baseline impedance and to investigate the connection. The lead was reconnected and data was within the expected performance range. The lead remains in use. It was also reported that the device was taken out of the pocket to test for a loose connection and to reconnect the leads. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert tripped for superior vena cava impedance increase from the 60 ohm range to 106 ohms. The lead had high impedance over 200 ohms at device change out. Subsequently, the pocket was opened to detached the lead from the device to run capture threshold test for baseline impedance and to investigate the connection. The lead was reconnected and data was within the expected performance range. The lead remains in use. It was also reported that the device was taken out of the pocket to test for a loose connection and to reconnect the leads. The device remains in use. It was additionally reported that the patient received inappropriate therapy. The lead was fractured and was noted with oversensing, high threshold, noise, high impedance. The lead was capped and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.